Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, questioning the accuracy of the animas pump delivery because the patient¿s blood glucose reading has been elevated in the 300's mg/dl for the last 6 days. The patient¿s blood glucose reading went as high as 426 mg/dl while he had symptom of tiredness and sign of slight ketones. The patient¿s basal rate and bolus doses were increased at the time of concern. In addition, the patient is taking insulin via syringe. His blood glucose reading eventually was back to 120 mg/dl. He is currently managing his blood glucose with insulin via the pump and syringe. The alleged inaccurate delivery issue was not resolved with training. There was no product misuse. The advance and basal setting was programmed as intended. The time and date was set correctly. The subject pump was replaced and requested back for investigation. This complaint is being reported due to the unresolved inaccurate delivery issue and because the patient had elevated blood glucose and sign of ketones while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: no insulin delivery defect was found. The last basal delivery and the last bolus were recorded on (B)(6) 2013 . Pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unrelated to the complaint, the pump has audio sound but no vibration upon powering. Confirmed all sound setting were set to vibrate; vibration motor was unresponsive. Removed the pump cover to investigate. Direct power was applied to the vibration motor and motor was still unresponsive. No intermittent vibration motor connections observed. Installed test pump case; the vibration features was then found responsive and fully functional with test case

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.